Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly both of the screwdriver handles have become discolored with a dark coloration. It is not known if the screwdrivers are withholding moisture/blood. Reportedly the cannulated screwdriver is failing the minimum temperature assessment of the sterilizers. It will not reach the required temperature in the sterilizer inside the handle and thus cannot be confirmed that it is sterilized efficiently. The user facility placed all of their sets on a 134 degree cycle for 3 and 1/2 min. They have had to increase their cycle times for these items to 10 minutes at 134 degrees and they are still not reaching the required temperatures. No further information was provided. This is 2 of 2 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.